Event description:
The patient's mother contacted animas on (B)(6) 2011 to report that her son obtained an elevated blood glucose (bg) reading of 660 mg/dl and was taken to the hospital where he was treated with IV fluids and insulin and then discharged. The reporter claimed the patient's bg had been high intermittently for 2-3 weeks prior to receiving treatment at the hospital. It is not known if the patient developed symptoms suggestive of hyperglycemia when he was obtaining the high bgs. During review of pump history, it was noted that the patient obtained an occlusion alarm on (B)(6) 2011 at 10:21pm. Per history the pump was primed a few minutes after the alarm. Animas customer support discovered that the patient was not using the correct amount of insulin to fill the cannula. Per history, the patient was using 0.1u when the recommended amount is 0.5 units. The reporter was advised of this. Customer support noted there was no evidence of pump malfunction after review of pump. Although there is no evidence of a pump malfunction, this complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed that the keypad is torn and peeling from the ok keypad button. All keypad buttons were found to be responding appropriately. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.